Event description:
It was reported that difficulty was encountered during insertion of the iab through an introducer sheath. Force was applied to overcome the resistance and the iab kinked. As a result of this, the iab was removed and replaced. There were no patient complications.